Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: trial head did not connect to stem event summary: it was reported that the trial head did not hold on the stem. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. The location of the device is unknown. Review of product documentation: inspection plan: characteristic no. 3 feature "functional testing of conus¿ with scope of testing: 100%. Means of inspection: "gauge". Root cause analysis root cause determination using rmw: instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance not possible - a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient not possible - a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation. Instrument breaks due to degradation of material due to cleaning and sterilization => possible, as the instrument has been manufactured in 2006 a degredation of the material due to cleaning and sterilization cannot be excluded. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as it was reported that the trial head did not connect to the stem. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. As the instrument has been manufactured in 2006, a deterioration in function as a result of repeated use is possible. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded based on the available information. Conclusion summary the instrument has not been returned for an investigation, therefore the event could not be confirmed. As the instrument has been manufactured in 2006 it might have been on the market for more than 10 years and therefore used excessively. It might have experienced many sterilization cycles, therefore a degradation of the material cannot be excluded. As the connection to the cone has been inspected with a scope of 100%, a manufacturing issue seems very unlikely. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that during a hip surgery on (B)(6) 2017 the trial head did not jam on the cone.